Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Manufacturer narrative:
Additional information was received such as a4 ¿ patient weight.

Manufacturer narrative:
The results/ method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient lost therapy due to lead migration. The issue was confirmed via x-rays. In turn, surgical intervention may be pending to address the issue.

Event description:
Additional information indicated that a surgical intervention occured wherein the leads were explanted and replaced. Therapy was restored post op.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.